Manufacturer narrative:
The device was returned for analysis. The reported material separation and deformation due to compressive stress were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. The type of damage observed is consistent with inadvertent mishandling during unpackaging or potential damage during shipment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.0x48mm xience pro stent delivery system was removed from the packaging when the shaft was observed bent and after a slight movement, the delivery system broke into two pieces. Another xience pro stent was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.